Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, defects were identified during service evaluation. The followings defects were found and corresponding actions were taken during evaluation : the top and front housing is damaged - replaced. The left cover was damaged - replaced. Color coding for tube set replaced. Connector damaged - replaced. Physically damaged enclosure-bezel replaced. Physically damaged front panel - replaced. Insertion lever defective - replaced. Defective pump roller replaced. Air-connector defective - replaced. Holder for compressed air reservoir defective - replaced. Pressure valve defective - replaced. Unit was not calibrated correctly - newly calibrated. Rocker arm failure. External physical damages (probably from dropping). Further, a mechanical upgrade was performed, pressure mechanism re-adjusted, defective material exchanged, internal pneumatic system was repaired, the device was modified as per the specifications of the manufacturer, repaired, tested and found to be fully functional. The physical damages to the device are most likely a result of a probable fall of the device, as identified during evaluation. However given the information provided, we cannot discern a definitive root cause of the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/18/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in united kingdom that during service evaluation, it was determined that the fms duo®+pump/shaver unit device failed electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.